Manufacturer narrative:
H10: the device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. During visual inspection, the reported condition was verified. To correct the issue the technician performed calibration for ultrafiltration cell in internal mode. A short, simulated therapy was successfully performed. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a high ultrafiltration event occurred on an ak 96 machine. Post hemodialysis therapy, the patient weight 0.5kg lighter than expected; so, it was assumed that 0.5 liters were overdrawn. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.